Event description:
It was reported that the customer was hospitalized for high blood glucose levels (707 mg/dl) and dka. The customer ate 5 bags of chips and only took a bolus for blood glucose reading. Customer was still at the hospital, but will be released next day, a total of 4 days. The customer was treated with IV insulin drip.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.